Manufacturer narrative:
Concomitant product: product ID: 3708260, serial# (B)(4), product type: extension. (B)(4).

Event description:
The healthcare professional and a manufacturer representative reported that the lead broke during implant. During implant the lead was connected to the extension and the doctor pulled on the lead to reposition it in the site. The distal end maintained contact in the extension but the outer lead shielding broke. The extension was unaffected and the lead was replaced. No intervention was possible due to the lead being in pieces.